Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported by the customer that the tubing is not allowing them to push any amount of volume through. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e-07 lot number 20119638 was performed. There was one quality notification issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20119638 regarding item #22003e-07. H3 other text : see h.10.

Event description:
It was reported that at least 2 pressure rated ext set bonded ss 8.5" were clogged. The following information was provided by the initial reporter: I went over this morning to check on product code # 22003e-07 and they are having random issues with this extension set. It appears the tubing is not allowing them to push any amount of volume through. This is used for IV starts. We have had problems with this not working, not flushing. This occurred 2x day, has previously also been an issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 pressure rated ext set bonded ss 8.5" were clogged. The following information was provided by the initial reporter: I went over this morning to check on product code # 22003e-07 and they are having random issues with this extension set. It appears the tubing is not allowing them to push any amount of volume through. This is used for IV starts. We have had problems with this not working, not flushing. This occurred 2x day, has previously also been an issue.